Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the meter power issue began on the morning of (B)(6) 2014. The patient informed the mss that she manages her diabetes with a combination of both humulin n and humulin r insulin (adjusts based on sliding scale). The patient stated she contacted her doctor when the power issue began and was advised to take a decreased dose of her base insulin when unable to test her blood glucose. The patient stated that on the morning of (B)(6) 2014, her spouse found her ¿unresponsive and incoherent¿ and immediately called emergency services. Upon their arrival, the paramedic¿s tested the patient¿s blood glucose with their device and obtained a result in the ¿20¿s mg/dl¿. The patient stated she was treated with IV glucose and ¿sugar water¿ and eventually ¿came around¿. The patient attributed the low blood glucose excursion to the weather (high temperatures). At the time of troubleshooting, the customer care advocate noted that the subject meter¿s battery did not have to be replaced. The subject meter did not power on manually or when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated for severe hypoglycemia by an hcp after the subject meter stopped powering on. The lfs product could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.